Manufacturer narrative:
This report is submitted on may 7, 2021.

Manufacturer narrative:
This report is submitted on february 12, 2021.

Event description:
Per the clinic, the patient experienced poor performance with the device. Reprogramming attempts were made; however, the issue could not be resolved. The device was explanted on (B)(6) 2021, and the patient was reimplanted with a new device during the same surgery.